Event description:
Information received a smiths medical intubation/portex endotracheal tubes malfunctioned. During the use of the product, the customer noticed the cuff was deflated. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: damaged perimeter from pilot balloon was found; thus the failure mode reported is confirmed. The cause of the reported problem could not be determined. Dmrs, ncrs, ets review found there were no issues, nonconformances reported during the manufacture of this lot.